Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the routine checkup it was observed that an ophthalmic console was froze without displaying any system message. Boot up sequence was not completed; no surgery was planned.

Manufacturer narrative:
The company service representative examined the system and replicated the reported event. To resolve the issue, the nonconforming hard drive was replaced. The system was then tested and met all product specifications. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. The complaint was opened to address the reported event of a system freeze. The company representative replaced the nonconforming hard drive to resolve the issue, then found the system to meet specification per service test procedure. The root cause of the reported event is attributed to the nonconforming hard drive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).